Event description:
Dealer alleges that while the client was in tilt mode the motor shaft (tilt actuator) failed.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.